Event description:
Customer alleged mastitis due to her stride hub being damaged. The leakage in the tubes led to her being unable to extract and resulted in the mastitis. Customer does not mention being prescribed medication yet. Complaint reported from us.